Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/ perforation: right tube."), pelvic pain ("sharp stabbing pelvic pain") and genital haemorrhage ("excessive bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("hystereoscope broke during essure placement"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hair growth abnormal ("hormonal changes describe: hair growth"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine pain ("uterine pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy and laparoscopic right ovarian cystostomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, hair growth abnormal, dysmenorrhoea, dyspareunia and complication of device insertion outcome was unknown, the pelvic pain, genital haemorrhage and uterine pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hair growth abnormal, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Left side: four coils were noted after placement, right side: two coils being noted after placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters added. Events added per pfs: hormonal changes describe: hair growth, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uterine pain, perforation (fallopian tube(s)/ perforation right tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/ perforation: right tube."), pelvic pain ("sharp stabbing pelvic pain, pain") and genital haemorrhage ("excessive bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("hystereoscope broke during essure placement"). On (B)(6) 2010, the patient experienced hair growth abnormal ("hormonal changes describe: hair growth"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and cyst ("tumor/ teratoma/ cancer- type: cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant) and uterine pain ("uterine pain"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy and laparoscopic right ovarian cystostomy) and alternative therapy (cyst removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, hair growth abnormal, dysmenorrhoea, dyspareunia, complication of device insertion and cyst outcome was unknown, the pelvic pain, genital haemorrhage and uterine pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered complication of device insertion, cyst, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hair growth abnormal, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Left side: four coils were noted after placement, right side: two coils being noted after placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea. Most recent follow-up information incorporated above includes: on 31-aug-2018: pfs received: reporter information, new event cyst added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic right ovarian cystostomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.